Event description:
It was reported that the patient developed ¿severe¿ atypical facial pain on both sides.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
No new information.

Manufacturer narrative:
The reported event was confirmed based by the responsible surgeon and the patient scans provided. After bilateral tmj implantation in (B)(6) 2025, the patient developed facial pain. Imaging showed stable implants with mild left condylar malposition attributed to surgical technique, not the device. Mild cobalt sensitivity and a complex pain history were noted. The surgeon determined the implants were not the pain source and recommended continued conservative treatment. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.